Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
Information was received that device was explanted on (B)(6) 2019. According to device explantation form, the reason for explantation was a device malfunction. The recipient had no access to sound prior to explantation and was re-implanted with a cochlea implant.

Manufacturer narrative:
Damage to the lead wire of the conductive link as it might be caused by minute device mobility was determined to be the root cause of device failure. Additional the patient was reimplanted with a cochlear implant due to progressed hearing loss, but this was not the reason for explantation. This is a final report.

Event description:
Information was received that the device was explanted on (B)(6) 2019. According to the explant report the device was explanted due to device malfunction. Reportedly, the recipient had suddenly lost access to sound. The recipient was re-implanted with a cochlea implant.